Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician believed that patient¿s scs system was working properly. The patient was reprogrammed and had good coverage. No further course of action will be taken.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.